Manufacturer narrative:
Follow-up # 1: date of submission: 08/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 8/03/2016 with the following findings: a review of the pump black box data and alarm history show multiple cs060 alarms. During testing, the pump powered on with auditory and vibration to a blank display. Further testing was not able to be adequately investigated due to the blank display. The pump¿s cover was removed and moisture corrosion was found n the printed circuit board display circuit and to master processor circuit. The complaint of a call service alarm issue was not able to be adequately investigated. Unrelated to the complaint, the battery compartment was observed to be cracked from the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.